Event description:
The customer reported to beckman coulter (bec) getting flow cell clog alarms and differentials voting out (non-numeric results) on the coulter lh 750 hematology analyzer on 2 different days. No erroneous results were generated in connection to the reported event. There was no death, injury or effect to patient treatment. This report is to document event occurred on (B)(6) 2013. An MDR 1061932-2013-01747 is being submitted to report similar event occurred on (B)(6) 2013 at this customer site.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed the flow cell clog errors. The fse bleached the flow cell, replaced the vl45 actuator (differential preserve /quench) and valve, and 6 inch sample line. The fse returned to the customer's laboratory, because the customer once again reported flow cell clog alarms and differentials voting out (non-numeric results). The fse noted the flow cell clog errors and replaced the yellow waste tubing. Failure mode was attributed to occluded flow cell waste line, sample line, pinch valve and/or actuator at vl45. (B)(4).